Event description:
It was reported by the customer that the device's power switch would not stay in place, and occasionally, it would not allow the device to power on. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was determined that the device would not power on due to a lid latch assembly that had come off the mounting shaft. When the lid latch was correctly assembled, the device turned on and off properly. It was also noticed that the lid was cracked at the left hinge, possibly due to the device been dropped. The customer received a replacement device.